Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
On the morning of (B)(6) 2024, the patient underwent percutaneous liver abscess puncture and drainage surgery. Routine disinfection and local anesthesia were performed, and a one-time drainage catheter was inserted into the skin to reach the area of the liver abscess. However, it was not successful once, and the catheter was prepared to be withdrawn and placed again. During the process of removing the catheter, after the catheter was pulled out of the skin, the wire that fixed the catheter was not simultaneously pulled out, causing difficulty in removing the catheter. Finally, one end of the catheter was cut off before the catheter was successfully removed, resulting in puncture failure. Replace the drainage catheter and drain 30ml of cloudy liquid.

Manufacturer narrative:
Corrected information provided in d.4. This is a correction for the previous corrected report.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. There have been 2 similar complaints reported in the lot. A review of the returned product from the customer was performed. A visual inspection of the sample returned from the customer found that the locking string was broken from the distal end (pigtail), and the complaint was confirmed. The most probable root causes are that when we received the sample, the package was opened, and the snap-off tab and string were found loose inside the package. Locking string breaks may be caused by the user using excess force or an improper anchor during the procedure, a trocar needle advancing in the on position, or a sharp edge cutting or damaging the string. The most likely breakage issue was related to an event within the user environment; no corrective action is required at this time.